Manufacturer narrative:
Additional information was obtained that the correct aware date of the permanent pacemaker implant was (B)(6) 2016.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was noted. Nine days post implant, atrial fibrillation (afib) and third degree atrio-ventricular (av) block was reported. Subsequently, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.